Manufacturer narrative:
Block h6: problem code a0402 captures the reportable event of balloon burst. Block h10: investigation result: a visual examination of the returned complaint device revealed the balloon was torn longitudinally. No damage was found on the catheter of the device. It is possible that the factors encountered during the procedure, the technique used by the physician during the insertion of the balloon through the scope, causing the balloon to not reach the max pressure and causing the balloon torn. Therefore, the most probable root cause is adverse event related to procedure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A labeling review was performed and from the information available, this device was used per the instructions for use (IFU)/product label.

Event description:
It was reported to boston scientific corporation that a cre fixed wire dilatation balloon was used in the esophagus during an esophagogastroduodenoscopy (egd) with dilation procedure performed on (B)(6) 2021. During the procedure, the balloon burst during the last five seconds of the dilation. It was reported the scope and balloon were removed. The procedure was completed with the original device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
(B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a cre fixed wire dilatation balloon was used in the esophagus during an esophagogastroduodenoscopy (egd) with dilation procedure performed on (B)(6) 2021. During the procedure, the balloon burst during the last five seconds of the dilation. It was reported the scope and balloon were removed. The procedure was completed with the original device. There were no patient complications reported as a result of this event.